Manufacturer narrative:
Hologic was informed by their dealer that during a preventative maintenance (pm) one broken and several loose vertical travel assembly (vta) bolts were found. A hologic technical service expert reviewed the video provided by the dealer and confirmed the vta needed to be replaced. Hologic received confirmation that the vta was replaced, resolving the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta was not returned for investigation. A CAPA has been opened to investigated the root cause for the loose/broken vta bolts. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were three discrepancies noted in the DHR, however none of the discrepancies were related to the vta assembly. System product code: 3dm-sys-intl2d. Serial number: (B)(6). System manufacture date: 6/7/2019. System installation date: 12/5/2019. Unique device identified (UDI): (B)(4).

Event description:
It was reported that on june 18, a 3 dimensions mammography system while performing a service operation (preventive maintenance). It was reported that one of the vertical travel assembly (vta) bolts was broken, and several were loose. From a video reviewed by technical service, it was confirmed that the screws holding the gear wheel had suffered a lot. The radiologist confirmed that no uncommanded motion of the c-arm was observed, and also confirmed that the system is shut down and out of use until a definitive resolution is implemented. No patient and/or staff injury was reported as the incident was discovered during preventive maintenance. The field engineer advised the customer to replace the complete vertical travel assembly (vta) as a resolution. Parts have been already shipped. No additional information available.